Manufacturer narrative:
During a revision to address protrusio, the competitor bipolar component, and the depuy femoral head inside of it, were lost in the patient and could not be retrieved. Doi (B)(6) 2013 - dor (B)(6) 2014 (left hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: stryker bipolar hip component; event: this was used in conjunction with depuy product in this patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a revision to address protrusio, the competitor bipolar component, and the depuy femoral head inside of it, were lost in the patient and could not be retrieved.